Manufacturer narrative:
(B)(4). We consider an open or not fully sealed electrode pouch to be a potential malfunction as the electrode contained therein might dry out as a consequence. A dried out electrode could malfunction when used. This product is made to the customer's specification labeled as their original product and imported into the us under their 510k. Leonhard lang is the contract manufacturer.

Event description:
On (B)(6) 2013, we have been informed by philips healthcare USA a customer complained that the packaging for a dp pad was not completely sealed. No harm to a patient was reported by the customer.